Event description:
During an upper endoscopy procedure, the physician used a wilson-cook saeed six shooter multi-band ligator. All six bands fired properly, then the barrel detached from the endoscope into the pt's esophagus. The barrel was retrieved with a retrieval net. The pt was reported to be in stable condition. Info provided with the initial report indicated the endoscope used during the procedure has an outer diameter of 8.6mm, which is incompatible with this device. The instructions for use for this product instruct the user to refer to the product package label for use of the appropriate endoscope. This device is compatible with endoscopes that have an outer diameter of 9.5mm-13mm. The outer diameter of the endoscope used with this device is 8.6mm.